Event description:
The customer reported that it was hard to turn the steering handle. There is no report of pt or staff injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A mounting bracket near the steering handle was adjusted. The system was then found to be operating as intended.